Manufacturer narrative:
Concomitant medical products: d314trg crtd, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. The ra lead was capped. No patient complications have been reported as a result of this event.